Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The torn hose was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a potential large leak as a result of a torn hose. There was no report of patient involvement.